Event description:
It was reported that both feed and medication ports leak. The caps can close but leakage occurs from the port.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.